Event description:
An internal investigation was conducted in 2005 requesting information regarding the need for re-operation for any reason following the implant of the charite artificial disc. Complainant reported migration of the charite implant. A revision surgery was performed and the surgeon repositioned the device. The patient was released and returned to the hospital within days. A second revision was performed and the charite disc was removed. Another interbody device was implanted and the patient was fused.